Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, during the insertion of the iol, the gas pusher system does not correctly hook the lens which was irreparably damaged and making it unusable. Additional information has been requested.